Event description:
The tech alleged the head of the bed would drift down slowly. No pt impact.

Manufacturer narrative:
The tech replaced the head up and down valves and the cardiopulmonary resuscitation valve to resolve the issue.